Event description:
A user facility reported an intraocular lens (iol) was exchanged due to the pt not being happy with their vision. The clinical reason for the exchange was an optical surprise. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info. A completed questionnaire has not been rec'd. (B)(4).